Event description:
It was reported that the pump of this inflatable penile prosthesis eroded through scrotum wall; a culture did not indicate presence of an infection. The device was explanted, a washout was performed, and a malleable penile prosthesis was implanted. No further patient complications were reported.